Manufacturer narrative:
Based on additional information received, this report is updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the unit's reload has misfired. To complete the procedure the reload removed and a new reload was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while on the firing of the second reload, the device had a poor staple formation, wherein a few staples did not close at all. In order to resolve the issue, the staple line was reinforced with manual suture. There was no patient injury.